Manufacturer narrative:
Failure analysis for (B)(6): the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; there is no breakage along fiber; the outer flow tubing exhibits minor scratch marks; the connector appears in good condition; the fiber passed the connector test. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported two surgical fibers stopped working while being used during a prostate procedure, at 5 minutes and 8 minutes of use respectively. The procedure was completed using an alternate procedure (turp). Patient outcome: "no further complications" - there was no injury reported. This report is for the second surgical fiber used.